Event description:
Information received indicates, the pump was set up to deliver 300ml/hr but delivered 150ml/hr. Patient was receiving pediasure with fiber.

Manufacturer narrative:
Device was not returned for investigation.